Event description:
It was reported that the loop recorder exhibited backup operation. The device was explanted.

Manufacturer narrative:
Final analysis found that the loop recorder was in back-up mode. After downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.